Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed compromised force sensor system. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. Unable to perform the a21 error test, or to verify a33 alarms and perform prime test due to motor error alarm. The insulin pump was received with normal operating current and passed self-test and off no power test. The insulin pump passed the displacement test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, broken battery tube threads and broken reservoir tube lip.